Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded untreated episodes due to myopotential signal oversensing. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD delivered an inappropriate shock due no noisy signals oversensing. The noise terminated immediately after the shock, and this might be associated to activity change or postural changes. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.